Manufacturer narrative:
(Surgical procedure, secondary): evaluation: results: a work order search was performed and there were no similar complaints found within the work order.

Event description:
It was reported that the surgeon implanted a micl12.6 implantable collamer lens in 2007, and the lens was explanted due to the patient developing a cataract. An iol was implanted. Additional information was requested but none forthcoming. If any additional information is received, a supplemental medwatch will be submitted.